Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital after being found to be unresponsive. Upon interrogation of the patient's implantable cardioverter defibrillator (ICD) was in back-up mode. It was observed the patient had an MRI on (B)(6) 2021, which caused the device to go into back-up mode. The ICD was successfully restored. The patient was in stable condition.